Event description:
A patient was undergoing a total hip replacement procedure. Sometime after the surgeon had withdrawn the flexible drill bit from the patient's hip, it was noticed that the very tip of the drill bit was missing (approximately 1-2 mm). The staff members determined that the missing part was likely at the bottom of the drilled shaft. The cavity was already filled with an anchoring screw, and since the placement of the screw was solidly in place, it was decided not to disturb the bone. The errant part (or broken tip) was effectively secured in place by the placement of the screw, and the surgeon did not want to compromise the integrity of the screw's function.